Manufacturer narrative:
Per the user guide: the system is indicated for use with u-100 humalog or u-100 novolog insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl and correction boluses were delivered to address bg. Pump system check was performed with tandem technical support (cts) and pump was found to be functioning properly. Reportedly, customer used fiasp in the cartridge. Cts informed customer that fiasp was not labeled for use with the pump. Customer acknowledged information.